Event description:
The complainant reported an over-delivery. The intended delivery amount was 144ml to be given over 4 hours at a rate of 36ml/hr; however, the actual amount received was 144ml over 2 hours.

Manufacturer narrative:
(B)(4). The device reported, list number m771 is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically.